Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 448 mg/dl, which the customer treated with the pump. Troubleshooting was initiated for the no delivery, and the customer was unable to prime the pump. The customer was advised that either the infusion set or the reservoir was the issue. The reservoir and infusion set in question were returned for analysis and replacements of each product were shipped to the customer.